Event description:
During a remote follow up, increased capture thresholds were noted on the left ventricular (lv) lead. No intervention has been performed. The patient was stable and will be monitored.